Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. Aim images show the cell interface remained at the ideal position for rbcx during the procedure. No issues were identified from aim image review. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis guide, the rate of adverse events during therapeutic apheresis is (B)(4), with the risk being slightly higher during the first procedure and varying considerably with the type of procedure; with adverse events from transfusion reactions occuring in (B)(4) of therapeutic procedures. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. No fatalities were attributed to apheresis during (B)(4) procedures reported from the swedish registry. The french apheresis registry calculated an overall mortality between (B)(4). A patient's death during an apheresis series is most often attributed to an underlying disease and is rarely directly related to the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a patient death after a red blood cell exchange (rbcx) procedure. The patient was receiving an rbcx procedure as a crisis response, routine procedure in the case of parasitemia, hemolytic anemia. Per customer "the patient was restless and all over the bed and also had a diagnosis of dementia. The patient was intubated and on 3 pressors and was in the medical ICU." Through follow up attempts, the customer indicated that they do not suspect that the device caused or contributed to the patient¿s death, however, have indicated that the death was not due to disease state and was caused by a transfusion reaction. An autopsy was not performed. No medications given as part of the treatment. Numerous attempts were made to retrieve information surrounding the patient condition in relation to their deterioration of health and death, however further information pertaining to the transfusion reaction/symptoms/medical intervention that led to her death were not made available. It is currently unknown how long after the procedure that the patient expired, if she was still intubated, and if this transfusion was the first, or subsequent transfusion in a series. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in b5, h6 and h11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. Aim images show the cell interface remained at the ideal position for rbcx during the procedure. No issues were identified from aim image review. A service call was despatched and an auto test was completed without issue. An initial fluid run was completed with an alarm for unit power cycle. When the machine was rebooted, a safety failed to boot error 1138 occurred. The machine was rebooted without issue and the saline run was completed. A second saline run was then performed, which successfully completed without any alarms, confirmed functionality of the device. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis guide, the rate of adverse events during therapeutic apheresis is 4% to 5%, with the risk being slightly higher during the first procedure and varying considerably with the type of procedure; with adverse events from transfusion reactions occuring in 1.6% of therapeutic procedures. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. No fatalities were attributed to apheresis during 20,485 procedures reported from the swedish registry. The french apheresis registry calculated an overall mortality between 1/10,000 and 2/10,000. A patient's death during an apheresis series is most often attributed to an underlying disease and is rarely directly related to the procedure. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a patient death after a red blood cell exchange (rbcx) procedure. The patient was receiving an rbcx procedure as a crisis response, routine procedure in the case of parasitemia, hemolytic anemia. Per customer "the patient was restless and all over the bed and also had a diagnosis of dementia. The patient was intubated and on 3 pressors and was in the medical ICU." Through follow up attempts, the customer indicated that they do not suspect that the device caused or contributed to the patient¿s death, however, have indicated that the death was not due to disease state and was caused by a transfusion reaction. An autopsy was not performed. No medications given as part of the treatment or prior to the treatment. Numerous attempts were made to retrieve information surrounding the patient condition in relation to their deterioration of health and death, however further information pertaining to the transfusion reaction/symptoms/medical intervention that led to her death were not made available. It is currently unknown how long after the procedure that the patient expired, if she was still intubated, and if this transfusion was the first, or subsequent transfusion in a series. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Event description:
The customer reported a patient death after a red blood cell exchange (rbcx) procedure. Per customer "the patient was restless and all over the bed and also had a diagnosis of dementia. The patient was intubated and on 3 pressors and was in the medical ICU." The customer does not suspect the device caused the death and indicated they believed it could have been a transfusion reaction. No medications given as part of the treatment. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported a patient death after a red blood cell exchange (rbcx) procedure. The patient was receiving an rbcx procedure as a crisis response, routine procedure in the case of parasitemia, hemolytic anemia. Per customer "the patient was restless and all over the bed and also had a diagnosis of dementia. The patient was intubated and on 3 pressors and was in the medical ICU." Through follow up attempts, the customer indicated that they do not suspect that the device caused or contributed to the patient¿s death, however, have indicated that the death was not due to disease state and was caused by a transfusion reaction. An autopsy was not performed. No medications given as part of the treatment or prior to the treatment. Numerous attempts were made to retrieve information surrounding the patient condition in relation to their deterioration of health and death, however further information pertaining to the transfusion reaction/symptoms/medical intervention that led to her death were not made available. It is currently unknown how long after the procedure that the patient expired, if she was still intubated, and if this transfusion was the first, or subsequent transfusion in a series. The collection set is not available for return because it was discarded by the customer. This report is being filed due to patient death, although per current information there is no detectable malfunction with the terumo bct device or allegation of a malfunction.

Manufacturer narrative:
This report is being filed to provide additional information in d.4, h.6 and h.11. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. Aim images show the cell interface remained at the ideal position for rbcx during the procedure. No issues were identified from aim image review. A service call was dispatched and an auto test was completed without issue. An initial fluid run was completed with an alarm for unit power cycle. When the machine was rebooted a safety failed to boot error occurred. The machine was rebooted without issue and the saline run was completed. A second saline run was then performed, which successfully completed without any alarms, confirmed functionality of the device. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found zero further reports for a similar issue on this lot. According to the therapeutic apheresis guide, the rate of adverse events during therapeutic apheresis is 4% to 5%, with the risk being slightly higher during the first procedure, and varying considerably with the type of procedure; with adverse events from transfusion reactions occurring in 1.6% of therapeutic procedures. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. No fatalities were attributed to apheresis during 20,485 procedures reported from the swedish registry. The french apheresis registry calculated an overall mortality between 1/10,000 and 2/10,000. A patient's death during an apheresis series is most often attributed to an underlying disease and is rarely directly related to the procedure. Terumo bct internal medical review concluded that based on the limited clinical information provided and investigation findings of this report, the spectra optia apheresis system and the disposable set performed as intended. There were no suggested device failures, malfunctions, mislabeling, improper or inadequate design or manufacturing errors, there were no stated user errors that contributed or caused the patient¿s death. Root cause: review of the run data file showed that the system to be operating as intended with no signals or alarms to indicate unexpected device behavior. Signals in the run data file do not show any issues with the device. All safety systems remained in place and the correct alarms were raised. The device was found to be performing as intended. In summary, signals in the dlog do not show any issues with the spectra optia apheresis system. The device was found to be performing as intended and is safe to use. The root cause therefore cannot be determined. Morbidity and mortality related to therapeutic procedures are greater in acutely ill patients treated in a hospital setting than in "routine" patients treated in an outpatient setting. A patient's death during an apheresis series is most often attributed to the underlying disease and is rarely directly related to the procedure.